Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that shortly after receiving the pump and loading a new cartridge, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer would use manual injections as alternate insulin therapy.